Event description:
It was reported that a catheter twist occurred. The patient presented with coronary artery disease. The more than 70% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. Resistance was encountered and when the device was withdrawn from the patient, the catheter was found to be coiled. The procedure was completed with another of the same device. There were no patient complications.